Manufacturer narrative:
Suspect device received on november 15, 201 device evaluation completed on november 16, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor memorygel, 350cc silicone breast implant experienced right sided capsular contracture unknown grade, and left sided rupture, and pain post procedure. The patient encountered trauma through MRI examination with left side implant. The mammogram examination reported normal, but ultrasound examination reported suspicious of left side implant rupture. As a result, patient scheduled for bilateral replacements with mentor silicone on (B)(6) 2021. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on december 10, 2021 indicated that the pre and postoperative confirmed the left side, to be intact, with capsular contracture grade iii. As a result, patient underwent bilateral replacements with mentor hp smooth wall round cohesive gel prosthesis on the left side, mentor hp smooth wall round gel, 350cc on the right side, and bilateral mastopexy. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).